Event description:
Customer reports difficulty in removing the sytlet once the tube has been placed. A second incident involved formula backing up out of the white port. The facility attempted to flush the tube and had difficulties. They removed the stylet and found a foreign matter at the end of the tube protruding from an eye. No pt injury is reported.